Manufacturer narrative:
Model number / catalog number: 72404156, serial number null batch / lot number: 1000225531, model / catalog description: reservoir 100 ml pc/iz.

Event description:
It was reported that the patient experienced unspecified issues with an inflatable penile prosthesis (ipp). A replacement surgery was performed in which the existing device was removed an a new tactra penile prosthesis was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the patient experienced cylinder migration leading to the replacement surgery, as the component "came out" of the corporotomies due to unknown reasons. However, it was suspected that the patient may have used the device too soon post surgery as the device had been implanted for less than a month. There were no issues with the device. The patient did not experience any known complications. No more information available at the moment. Should additional information become available, it will be provided.